Event description:
This spontaneous case from united states was received on 19-jan-2018 from patient. This case concerns female patient (age: not provided) who initiated treatment with synvisc one and after an unknown latency it was starting to swell and knee hurts, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date in dec-2017, patient received treatment with intra articular synvisc one injection (dose, frequency and indication: not provided; batch/ lot number:7rsl021and expiry date: unknown). On an unknown date after an unknown latency, her knee hurts and it was starting to swell. Action taken: unknown. Corrective treatment: not reported for knee hurts and it was starting to swell. Outcome: unknown for all events. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 25-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and swelling. A temporal relationship cannot be established with the product administration as the exact dates were not provided. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.